Event description:
The physician reports that the crystalens tore when delivering the lens using a bausch & lomb lens injector system. Delivery was attempted with a second crystalens, however, this lens tore also. Intervention was performed intraoperatively to remove the damaged iols, enlarge the incision, and suture the incision. A third crystalens was implanted successfully. Reference medwatch report #2031924-2007-00311.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.